Event description:
A dialysis facility reported that a pt had severe cramps and became hypotensive during a hemodialysis treatment. He was given 2,100 ml. Of saline and felt better after. Based on his pre and post weights, saline given and what the machine had indicated was removed, fluid loss was in excess of the intended amount.